Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed to address the occlusion alarms. The customer's blood glucose was over 500 mg/dl and was treated via a manual injection. Reportedly, the customer felt ill at the time of the elevated bg and indicated that although ketone level was not tested, the customer felt that it was possible that diabetic ketoacidosis occurred. Reportedly, the customer reverted to manual injections for alternate insulin therapy.